Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit had a broken gauge and front panel. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
One device was replaced for evaluation. Functional and visual inspection were performed. The customer's reported problem was confirmed. The root cause is that the front panel and variable relief valve assembly were subjected to impact force. Re-torque variable relief valve assembly mounting screws were replaced. Front panel. Re-torque variable relief valve assembly mounting screws.